Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Last night blood glucose value was 511mg/dl, 536mg/dl and 588mg/dl. Customer took a shot and blood glucose came down to 111mg/dl and ate banana, peanut butter. Customer stated that the blood glucose level came down to 63mg/dl due to shots. Customer's current blood glucose value is 461mg/dl. Insulin pump will not be returned for analysis.